Event description:
It was reported that while using kit bd max ext enteric bacterial panel the customer received false positive results. A second test on the same instrument produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "12 stool samples were tested on the expanded bacterial enteric panel. 9 samples tested positive by the bd max.", "the curves are not typical of pcr amplification: late fluorescence increase (high CT), low fluorescence intensity and sawtooth pattern.)", "the bd max tubes were re-prepared with the primary stool samples and run on the bd max, all results were negative for vibrio (see run 958 where 7 of these samples were run)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the. Investigation, a supplemental report will be filed. Device manufacture date: unknown.